Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device did not fire. The surgeon was able to press the green button, but could not squeeze the handle. A component of the handle broke off.